Event description:
In 2001 pt underwent implantation of staar model aa-4204vl intraocular lens in the pt's left eye. After the lens was implanted, the surgeon noticed a capsule tear and vitreous was coming forward. The lens was removed, a vitrectomy performed and an anterior chamber lens was then inserted.